Event description:
This incident was originally reported on (B)(6) 2023 in an abundance of caution as an alleged corneal ulcer with lack of supporting medical information and unknown or unconfirmed device involvement. Additional medical information from the treating physician received on 30 august 2023. The patient began experiencing symptoms of discomfort and a white spot on the cornea on (B)(6) and sought medical treatment on 28 june. On examination, the physician noted two superior infiltrates with neovascularization. The patient was diagnosed with contact lens related infective inflammatory keratitis of the left (os) eye and was treated with vigamox and tobradex. The incident resulted in 5-6 weeks of temporary lens discontinuation but is fully resolved as of (B)(6) the physician indicates that medications or medical interventions were required to prevent or preclude permanent injury of or impairment to the eye structure or function from the condition of microbial/infectious keratitis. The issue was resolved.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or non-conformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. Device sample returned for analysis, received 29 august 2023 and investigation completed on 29 aug 2023.

Event description:
The incident was reported by the end user and limited information has been made available. It is reported that on 28 june the patient sought medical treatment and was diagnosed with a corneal ulcer of unspecified severity and location. On 08 july, after treatment, the patient resumed lens used and reportedly experienced an infection of the eye on 21 july. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to unknown nature and severity of the incident, the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if the incident affected the right (od), left (os), or both (ou) eyes. As the patient was using a different device in each eye, please refer to associated manufacturer report (B)(6) 1314956-2023-00005.

Manufacturer narrative:
(H3): no product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.